Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was foune that the downstream occlusion(dso) seal ripped, upstream occlusion(uso) seal buckled, and the air in line sensor was indented. Both the dso and uso seal was replaced.

Event description:
It was reported that the device is having constant air in line alarm. The event occurred during testing. The device was returned. During physical inspection, it was found that there was a ripped downstream occlusion (dso) seal.